Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failed to deflate.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, a catheter crack was noted on the channel level at the time of inflating the balloon. Thereafter, the device could not be deflated. The procedure was completed with another extractor pro rx retrieval balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failed to deflate. Block h11: (investigation results) the returned extractor pro rx retrieval balloon was analyzed, and a visual and microscopic evaluation noted no damages to the device. The catheter also has no visible problem. Additionally, functional evaluation revealed that the balloon was able to be inflated and deflated. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The returned device was found to have no visible physical damages. The balloon was able to be inflated and deflated without any problem. The balloon was also able to hold pressure without any evidence of an air leak. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, a catheter crack was noted on the channel level at the time of inflating the balloon. Thereafter, the device could not be deflated. The procedure was completed with another extractor pro rx retrieval balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.